Manufacturer narrative:
The thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes the user over tightening the thumbscrew.

Event description:
It was reported that when the scrub tech was assembling the tracker to handpiece with the t wrench, one of the thumbscrews broke in half. Extra thumb screw in pin caddy was used to complete procedure with no further issues.